Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that during an iol implant procedure, on injecting the lens, a hole was found in the posterior capsule. The surgery was completed with a three piece lens. Additional information was provided that there was no harm to the patient. The replacement lens is by a different manufacturer.

Manufacturer narrative:
Product evaluation: the iol was returned for analysis. Additional observations were as follows: lens returned in a several segments adhered to each other in a plastic specimen bag together with the iol case. Solution is dried on the segments. The root cause was determined to be a coincidental event related to patient condition as it states in the file that "there was no problem with the lens, it was patient issue with capsular tear". A malfunction has not been indicated or information provided that the lens was the cause of the event. Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).